Event description:
No reported complications and patient has effective therapy.

Manufacturer narrative:
The device code should have remained blank rather than (B)(4).

Manufacturer narrative:
Analysis of the lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00445. Related manufacturer reference number: 3006705815-2020-00446. It was reported that patient had ineffective therapy. Patient presented with invalid impedances. Reprogramming was not successful. Surgical intervention was undertaken where the scs system was removed and a new lead and ipg was implanted. Reportedly system was on and running in recovery.